Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the serter does not release the sensor after the second button press. Customer stated she is unsure if the catch arm may have been pressed or pushed. She stated that the needle hub is stuck in the serter. She stated that the sensor was dislodged from the skin as the serter was removed from the body. Customer was advised to hold the button in and gently shake the sensor to remove the needle hub assembly. Customer stated that the needle hub assembly was released from the serter. The blood glucose reading was 127 mg/dl. Nothing further was reported.